Manufacturer narrative:
Insulin pump was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to critical pump error (open book image) alarm. The pump was received with broken reservoir tube lip, missing retainer, missing reservoir tube o ring, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Insulin pump p-cap, test reservoir does not lock in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working. There was crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.